Event description:
Device 2 of 2: reference MFR. Report#:1627487-2018-13286. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, where the right lead was explanted and replaced due to high impedances. It is unknown which lead was explanted and replaced, therefore, the patient's 2nd lead is being reported as device 2.

Event description:
Device 2 of 2 reference MFR. Report#:1627487-2018-13286.